Event description:
It was reported that the iab was inserted due to unstable hemodynamics during coronary artery by-pass grafting surgery. The iab was placed sheathless in the right femoral artery. After placement, the iab was connected to the pump. The pump alarmed "check iabp catheter." Augmentation was not possible. The md suspected that the iab did not unwrap. As per the recommendation of arrow international, manual inflation of the balloon was tried, but failed to achieve augmentation. The iab was removed and replaced with another iab.

Manufacturer narrative:
Patient developed a hematoma at insertion site. The iab that was removed was checked for faults, & it was noticed that even with manual inflation under high pressure, the unwrapping of the iab was impossible. After many attempts under high inflation pressure, the balloon unwrapped. A follow-up report will be filed if more information becomes available.